Event description:
Add'l info received on 2/27/97 indicates pt complained of chronic discomfort, difficulty manipulating pump to inflate, pump was poorly positioned, too high in scrotum. Pt did not want device replaced.